Event description:
Focus diagnostics has received a total of (B)(4) complaints from 21 customers for early cycle threshold (CT) issues with the direct amplification disc (dad) (mol1455, mol1451, and mol 1452) while performing the simplexa flu a/b & rsv direct assay. This error may result in a false positive result, a false negative result, and error code(s) giving an invalid run. Early internal testing reproduced the early CT threshold; however, these early CT were produced only when the dad was used after a previous partial run. The false result was not reported to the doctor. There was no patient involvement. A voluntary recall has been performed related to the reported lot. As of (B)(6) 2016, there has been no report of patient injury or death.